Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-00440.

Event description:
As reported by our (B)(4) affiliate, the novaflex+ delivery system got stuck in an expandable sheath at the level of external iliac artery (eia) upon withdrawal of the delivery system. The delivery system was surgically removed with the sheath. Due to valve migration, a transfemoral valve-in-valve transcatheter aortic valve implantation (tavi) was attempted. However, the procedure was discontinued and converted to a surgical aortic valve replacement (savr) as the 1st sapien xt valve was accidentally fallen into the left ventricle before deployment of the second sapien xt valve. Upon withdrawal, the delivery system got stuck in the sheath and could not be pulled out at the level of eia. Therefore, a surgical incision was performed on the access vessel to remove the devices. After repair of the incised vessel, a savr was performed. The patient's vital signs were stable throughout the procedure. As of the 5th postoperative day, the patient was well and could walk around the hospital.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, for this reason no visual inspection, no functional testing, no dimensional analysis was able to be performed. Without the device (and/or relevant photographs), the reported delivery system withdrawal difficulty was unable to be confirmed. The engineering investigation did not reveal any indication that a manufacturing non-conformance could have potentially been related to the event. A root cause is unable to be determined. No labeling or IFU/training inadequacies have been identified. Review of the complaint history for the month of (B)(6) 2016 revealed that the occurrence rate exceeded the control limits for this trend category. However, the distribution for the month of (B)(4) was lower when compared to the previous 12 months, contributing to the high occurrence rate calculated. Review of the complaints did not reveal any evidence of manufacturing non-conformances. Therefore, no corrective or preventative actions are required at this time.